Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pace device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll (B)(4) representative performed an onsite evaluation of the device. The reported malfunction was observed during review of the activity logs. The device was put through extensive testing including full functionality testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.